Event description:
It was reported by end user that the brake pads are worn on the 65650 rollator, and adjustments were made. End user was told by (B)(4) that they need to contact invacare. Advised end user that normal wear and tear is not covered under warranty.